Event description:
Bd alaris pump infusion set malfunction led to a chemotherapy spill. Line immediately upstream of the filter came apart from the filter. Nurse reports patient moved and line disconnected from filter. Inspected several other sets and was able to replicate with one other set but not in other 2 sets. Photo shows the other set that malfunctioned, one photo shows the set connected and then what it looks like disconnected. It comes apart very easily. Other sets do not come apart even with significant pulling. FDA safety report ID# (B)(4).